Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device powered on, primed in under 10 seconds, and functioned normally in both high and low modes when connected to the original battery pack. Visual evaluation of the battery pack found no signs of battery leakage or electrolyte on the battery terminals. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, device does not work at all and there is a substance on the electrode (battery). No patient injury or delay reported. Saline was placed adequately. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.